Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported that a middle ear effusion was observed. There was no report of accident or trauma. Recipient's benefit from the device was reportedly not affected at that time and no product deficiency was alleged. At subsequent follow-up, an additional channel would become affected. Patient was still responding to sound and remapping was satisfactory. Fluid was still present in the middle ear, but it was not believed to be an active infection. The recipient responded well to mapping on enabled electrodes and was to be to be monitored by the clinic. Per new information received on 17-apr-2018, channels 8-12 were disabled. The patient was scheduled to see the surgeon on (B)(6) 2018 for further evaluation; no feedback has been received thus far.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. In addition, a middle ear effusion was noted, most likely due to device unrelated medical reasons. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It was initially reported that a middle ear effusion was observed. There was no report of accident or trauma. Recipient's benefit from the device was reportedly not affected at that time and no product deficiency was alleged. At subsequent follow-up, an additional channel would become affected. Patient was still responding to sound and remapping was satisfactory. Fluid was still present in the middle ear, but it was not believed to be an active infection. The recipient responded well to mapping on enabled electrodes and was to be monitored by the clinic. The recipient was re-implanted. Per device explantation report, the electrode lead looked thin over the mastoid (where sigmoid is underneath).